Manufacturer narrative:
Corrosion was discovered within the motor assembly.

Event description:
The micro saggital saw was returned for service. Upon evaluation at the manufacturer , it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.